Event description:
Consumer was using the heating pad by leaning against it in her chair. She alleges that it began to get hot, shorted out and she suffered a 3rd degree burn to her hip. She did not seek medical attention for the burn but did show it to her physician on a visit for another reason. She is treating it with neosporin.

Manufacturer narrative:
Consumer admits to leaning against the heating pad which is misuse / abuse of the product and a violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.